Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the right and left back sensing electrodes. Patient advised no broken skin, no redness just bumpy. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician gave ger a patch to wear. Follow up indicated that the irritation is improving.